Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/25/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined.